Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient had hemolysis, brown urine and increasing power on log files for 5 days prior. The patient was admitted to the hospital for hematuria and suspected pump thrombus. Diagnostic testing was performed and the patient was started on anticoagulation intravenous (IV) therapy. The patient¿s lactate dehydrogenase (ldh) on admission was 1131 and international normalized ratio (inr) of 2.3. The site noted the patient is very compliant with his medications. The next day, the ldg decreased to 1033 but still had tea-colored urine. A transthoracic echocardiogram (tte) was done which showed an ejection fraction of 35-40 percent. The patient¿s care team had planned to do a formal ¿turn down study¿ in (B)(6) to see if recovery or explant was an option but the recent hospitalization changed the plan. The pump was successfully explanted two days after the patient was hospitalized via a left thoracotomy approach after obtaining a transesophageal echocardiogram (tee). The outflow graft was ligated. The sewing ring was left in place at the apex of the left ventricle (lv) and bovine pericardium was placed on the inside and outside of the lv to seal up the previous core. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a slight increase in the pump's power consumption starting (B)(6) 2018 however, it was within the normal operating range with no alarms logged for the past 14 days through (B)(6) 2018. As a result, the reported high power event was confirmed. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. However, internal pathological report revealed evidence of thrombus within the device, which confirms the reported ¿thrombus¿ event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, the most likely root cause of the high power may be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.